Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, high thresholds and high impedance was noted. The lead was repositioned four times but the high impedance remained. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.